Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
The decompression sleeve connection is detached along with the catheter. Additional information received 11/5/2023: the customer reported the column was found after the insertion was complete. The connector is properly connected and the two pieces are properly locked and dislodged.

Event description:
It was reported the decompression sleeve connection is detached along with the catheter. Additional information received 11/5/2023: the customer reported the column was found after the insertion was complete. The connector is properly connected and the two pieces are properly locked and dislodged.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty with use of a groshong connector is inconclusive because no failure could be determined from the returned photos. Two photos of a two-piece 4 fr groshong connector were returned for evaluation. An initial visual observation showed one photo with the two-piece groshong connector not assembled with no obvious observed use residues. An endcap was on the luer of the groshong connector. The second photo returned revealed what appears to be a screenshot of a video in which the specialist appears to be attempting to connect the distal connector piece to the proximal connector piece without a catheter visible in the photo. Because no failure could be observed from the returned photos, the complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.